Event description:
The patient reportedly experienced multiple episodes of peritonitis with the same scenario. This report addresses the (B)(6) 2011 event of peritonitis. The patient was treated with vancomycin 2g and fortaz 1g intraperitoneal. The cause of the peritonitis was related to touch contamination by the patient of the cassette tubing. This patient has poor vision and limited family support with his therapy. The patient was retrained and has been retrained multiple times.

Manufacturer narrative:
(B)(6). A batch review was performed for potentially associated lot number ( h11a19039 ) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.